Event description:
Rptr noted posterior capsule tear. Anterior vitrectomy performed and "pc" intraocular lens implanted. Some fragments fell into the posterior segment. Pt referred to a retinal specialist; had "tppv" to remove fragments and is reportedly recovering well.